Manufacturer narrative:
The stryker sales account manager spoke with a contact at the account, it was found that the water reservoir had not been properly filled. After the sales account manager instructed the customer to fill the reservoir and power cycle the device, the customer reported the wraps felt cooler. She further instructed the customer to monitor the patient and unit to ensure patient and water temperature decreased and to call back if the issue persisted. Based on this information, it was determined that the device not cooling the patient was likely not due to any component malfunction and instead likely due to user error as the customer had not adequately filled the water reservoir for therapy. This issue was resolved for the customer by instructing the user to fill the water reservoir and restart therapy.

Event description:
It was reported that the device was giving a temperature deviation alarm; the water temp has been increasing for the last hour. There was patient involvement, but no serious injuries or clinically relevant delay in treatment was reported.

Event description:
It was reported that the device was giving a temperature deviation alarm; the water temp has been increasing for the last hour. There was patient involvement, but no serious injuries or clinically relevant delay in treatment was reported.